Event description:
The consumer drove over a sidewalk threshold when the left rear caster allegedly locked down, holding the left drive wheel above the pavement. This allegedly caused the chair to turn sharply to the left, flipping the chair over. The consumer allegedly sustained a fractured right scapula and broken collar bone.

Manufacturer narrative:
The consumer was transgressing outside and drove over an outdoor threshold from what is described as a flat to a grade. This transition caused the chair to tip with the user in the chair resulting in an alleged serious injury. Area transgressed and the steepness of the alleged grade is unknown. This complaint appears to be the result of a malfunctioning stability lock. If the stability lock feature does not engage properly the chair may tip. Invacare has initiated a voluntary field action (B)(4).